Event description:
A malfunction was reported, indicated by the code malf 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue occurred again. The customer acknowledged and understood these instructions.